Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited an error code during testing. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg 4/22/2024. One device was returned for evaluation. Visual inspection revealed the downstream sensor and upstream sensor contaminated. The event history log was unable to be downloaded due to error code 1260 on the pump display. Functional testing was able to replicate the reported issue. The most probable cause was determined to be a faulty microprocessor unit board. The microprocessor unit board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.